Manufacturer narrative:
Philips service refitted cables, rebooted the system, and tested system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitor lost video signal on a azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.